Event description:
On 4/26/93 a 92 year old female was admitted to the hospital with abdominal disstention whicj according to the family had become increasingly worse over the past month. After testing she was determined to have an intestional obstruction and underwent surgery. During the procedure a foreign body was found to be the cauase of the obstruction. The foreign body was a peg feeding tube which had apparently been cut some time prior to admission to allow passing. The tube failed to pass through the small bowel and resulted in obstruction. The patient did not recover from the surgical procedure and expired on 5/6/93, the tube was not placed in this hospital and the brand name or who originally inserted the tube is unknown.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.